Manufacturer narrative:
Pending investigation.

Event description:
Notification was received from the distributor that a customer reported multiple potential (B)(6) results using the consult hcg dipstick test 5000. Upon follow-up with the customer, it was reported that multiple (B)(6) results were received on a patient in the third trimester of pregnancy. The patient's last menstrual period occurred in (B)(6) 2016. No additional information was provided and no information on confirmatory testing is available.